Event description:
It was reported that the patient¿s ipg did not connect with external device and was not providing therapy. Troubleshooting by a manufacturer representative was able to recover the ipg and resolved the issue. Therapy was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.